Event description:
The complainant reported that during a procedure, the rotator of the suspect tubing blew off. The incident occurred during injection at approx 600 psi.

Manufacturer narrative:
Device eval: the suspect device was returned for eval. The device was examined visually and the complaint was confirmed; the rotator was separated at the bond between the collar and the housing. Since a lot number was not provided, a review of the device history record and complaint data could not be performed. The root cause of the malfunction was attributed to failure of the adhesive bond between the rotator housing and the rotator collar.